Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up and it was noticed that the atrial lead exhibited low impedance and insulation anomaly. The lead was capped and replaced on (B)(6) 2020. Patient was asymptomatic and his conditions was stable before, during and after the procedure.